Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed because the system logs are not available. This complaint is being reported, due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring a chest tube to resolve the pneumothorax and hospitalization.

Event description:
It was reported, that after an ion endoluminal lung biopsy procedure. The patient developed a pneumothorax. The lesion was close to the pleura. Per the physician, a chest tube was placed to resolve the pneumothorax. The patient was hospitalized for over 24 hours. The chest tube was removed and the patient was discharged home and was doing well. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.